Event description:
It was reported that a revision surgery was performed due to pain and fracture of the insert. Surgeon stated the issue occurred due to implant deterioration and does not blame the product.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical/medical team noted: it was reported that revision surgery was performed due to pain and fracture of the insert. It is noted the surgeon stated the issue occurred due to implant deterioration and does not blame the product. It is also noted the implant will not be returned and no further information is available. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. A root cause could not be determined with the information and product not being provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.